Event description:
It was reported that a female patient underwent primary breast augmentation with a 275cc mentor memorygel breast implant on the right breast. Post-operatively, the patient suffered right breast capsular contracture (baker grade iii). As a result, the patient underwent breast implant removal and replacement with a 275cc mentor memorygel breast implant (catalog: 3502754bc, lot: 9629909, sn: (B)(4) on (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).